Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). They pulled out the delivery system from the loader, it came out with the seal part open, so it could not be used. I put out a new one and used it. There is no damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) there were 02 additional similar complaint reported for the reported failure mode (fitting problem), device code, (2183) and the reported lot number (25155371). A review of the trend charts for the overall product family and the failure mode, ¿fitting problem¿, was performed for the months of ¿apr 2021 ¿ through ¿jul-2021¿. The review does identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. H3 other text : device not returned.

Event description:
Unk.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22). The device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in a fully opened deployed state with no cracks or delamination observed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.